Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements of 120 ohms to 140 ohms. The physician performed a 1.1j sync shock test and shock impedance measurements were 97 ohms. It was noted, that there was no noise observed. The physician will continue to monitor the patient to observe the trend of the shock impedances. The device remains implanted. No adverse patient effects were reported.